Event description:
The surgeon placed a synex cage in a pt following corpectomy. Reportedly, the implant looked a little tilted on image and on post op films the cage looked to have de-ratcheted itself. Surgeon replaced the cage in a second operation.

Manufacturer narrative:
Various tests performed on the implant found no problems with the locking spring. Review of manufacturing and material documents found no complaint related discrepancies.